Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed 130 units while caller expected about 170 units based on usual daily use, indicating a fill estimate issue that was actively occurring. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge, so support staff explained need to remove air before filling, and caller understood but declined to load new cartridge, choosing instead to continue using current cartridge and to follow up if necessary.